Event description:
An endurant ii aui stent graft was implanted during the endovascular treatment of 54 mm abdominal aortic aneurysm. The proximal neck diameter was noted as 27 mm and 60 mm in length with mild thrombus reported. Severe right and left iliac calcification was noted. It was reported during the index procedure, during deployment of the aui graft the physician did not follow IFU instructions and pull the graft down below the viable right renal artery. Before ballooning was completed an angiogram was performed to visualize the right renal artery. The right renal artery filled but showed that the orifice was covered. The sma which was 5 mm proximal to the right renal artery was open. An attempt to get into the renal artery from the left arm brachial approach was unsuccessful. The physician decided to abort the endovascular option and convert to an open aaa aortic repair the next day. The etuf3614c102e was explanted and an aorta bi-fem graft was sewn to the existing endurant limb. It was reported the patient expired on the day of the open repair. Per the physician the cause of the occlusion was due to user error and in reference to the death it was noted that the patient was too frail to survive all the co morbidities of the open procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.